Manufacturer narrative:
G2: country of event: japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6, neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having bkp for l1. Primary osteoporosis (compression fracture) intra spine cleft. It was reported that the cement was maintained at the room temperature at 20 degrees celsius and removed the cement from refrigeration when the patient entered the room. The mixing process was completed in 35 seconds, followed by the bone filler device (bfd) filling, which took approximately 3 minutes. During the bfd refill, it was observed that the cement, which usually drips in a liquid form from the tip, had hardened to a rod-like consistency. This quick hardening was problematic, as after 5 minutes, the cement was no longer tacky to the touch and had formed into a pig's tail shape. The third tube on each side became too rigid, preventing the inner tube from being pushed into the vertebral body, ultimately resulting in the procedure being abandoned. Balloon inflation was maintained between 100 to 120 psi, with an inflation volume of around 3 cc. There were no patient symptoms reported. There were no further complications reported regarding the event.